Event description:
The blue (pa) port and the red (art line) from the same kit cracked in half above the trigger flush when the customer opened the package. No pt injury or treatment associated with this event.